Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant on (B)(6) 2023. During procedure, it was noted that manipulation of the catheter and leadless pacemaker was difficult, and the leadless pacemaker failed to be positioned. The leadless pacemaker system was removed and replaced by a transvenous pacing system. The patient was stable.